Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report # 1627487-2015-00039 a review of the patient's medical record indicated that prior to the explant and replacement of the ipg, the patient experienced lead migration in (B)(6) 2009 after moving a large object. Surgical intervention was undertaken on (B)(6) 2009 to explant and replace the patient¿s leads (from the same lot) and revise the ipg. It was noted during the procedure the physician identified a fracture in one of the leads. An additional report is being submitted for the patient's leads.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2009. It was reported that the pt felt a burning sensation at the ipg site when her stimulation was in use. In an effort to resolve this matter, the pt's ipg was replaced on (B)(6) 2010.